Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to eri, externalized conductor was observed under fluoroscopy. All other electrical measurements are stable. The patent condition was stable and will be monitored.